Manufacturer narrative:
Examination of x-ray images confirmed screw breakage. It is difficult to evaluate the fusion through the titanium mesh on the x-rays. Information that was provided does not indicate any patient risk factors including smoking status, noncompliance, or other medical history, which may have contributed to nonunion or poor bone quality which could have contributed to graft subsidence. Also, no films were provided between (B)(6) 2009 (2 month post-op) and j(B)(6) 2010 (hardware failure identified), to evaluate for any gradual change in alignment which may indicate settling. At this time, a definitive conclusion cannot be drawn; however, it is possible that nonunion occurred which contributed to excessive stress on the hardware. At this time, the complaint is considered to be closed. However, if new information becomes available concerning the patient's status or additional imaging is provided, the complaint file will be further reviewed.

Event description:
International affiliate reports legal action is being taken as a result of breakage of two inferior slimloc screws, both catalog no. 1797-06-614, lot codes unknown. It is reported that the original surgeon determined explanation was not necessary and continued follow up with the patient. At the end of 2011, the patient's health condition is reported to have changed, possibly necessitating review surgery. However, it was not performed. Surgery was performed by a different surgeon at another hospital in the first quarter of 2012, exact date unknown. The devices were discarded. Device failure was not reported to depuy synthes spine at that time.

Manufacturer narrative:
The broken screws were discarded by the hospital. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross #150;functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Device was discarded by hospital.